Event description:
It has been reported to philips that, system would not power on, there was power switch error. System was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) checked and analyzed log files and found that error caused by pdu ny13. The fse replaced the ny13 to resolve the issue and system returned to full functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was failed to start up. Review of the system log file showed that a power switch error. The fse replaced the pdu (power distribution unit). After replacement of the pdu, the system was returned to use in good working order. Codes were updated based on the investigation outcome. Device problem and evaluation method codes were corrected.